Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of july 01, 2024, was chosen as the best estimate based on the procedure which happened sometime in july 2024, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of "complicated uti." Imdrf patient code e0301 captures the reportable event of "anemia." Imdrf impact code f2302 captures the reportable event of "required 1u prbc." Imdrf impact code f08 captures the reportable event of "4-day admission."

Event description:
It was reported that a clear renal sheath was used for a stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2024. Following the procedure, the patient developed anemia, which required a transfusion of one unit of packed red blood cells (prbc). Additionally, one day post-procedure, the patient experienced a complicated urinary tract infection (uti), resulting in a four-day hospitalization. Per physician's assessment, the events of anemia and complicated uti were serious, were possibly related to the device, and were causally related to the procedure.